Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the right common femoral arteriotomy following an angiogram. The closure was successful with no bleeding or complications. The patient was discharged and later that night, she experienced right femoral/right flank pain and went to the emergency room. A CT scan was performed the next day revealing retroperitoneal bleeding and a hematoma. Surgical repair of the access site was performed. The surgeon reported that the angio-seal device was found within the subcutaneous tissue. The patient's artery was successfully repaired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.